Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 400 mg/dl. The customer reported multiple no delivery alarms prior to the event. No troubleshooting was performed, as the customer has already replaced the insulin pump that she was hospitalized with. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.